Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient exchanged their system controller due to an undefined alarm and missing green light indicating running pump. No further issues or alarms were reported. The patient was provided with a new backup system controller.

Manufacturer narrative:
A2 - patient age: correction. D4 - expiration date: correction. Manufacturer¿s investigation conclusion: the reported event of a red alarm and the pump running symbol not being active was confirmed via log file analysis. An event log file, extracted from (B)(6), was downloaded for evaluation and data from the reported event dates of 03jul2024 ¿ 04jul2024 was reviewed. Starting on (B)(6) 2024 at 23:13:14, while connected to batteries, low power advisory and low power hazard alarms were active due to routine battery depletion. At 23:16:57, the alarms transitioned into no external power alarms due to the external batteries becoming completely depleted. The backup battery supplied power to the system due to the loss of external power. The pump stopped on (B)(6) 2024 at 1:34:09 due to the backup battery power being depleted. The controller lost total power at 1:35:48 and shutdown. The controller clock was reset to the default timestamp of (B)(6) 2000 at 0:00:00, once the system was reconnected to alternating current (ac) power. The pump restarted and began operating at the intended speed within 5 seconds. The driveline was disconnected on (B)(6) 2000 at 10:09:42, consistent with the reported controller exchange. The heartmate 3 system controller (serial number (B)(6) ) was returned for analysis. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop for an extended period of time and operated as intended. No atypical alarms activated throughout testing. The root cause for the red alarm and pump running symbol not being active was determined to be full battery depletion; however, the root cause of the battery depletion was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including backup battery fault, clock not set, low voltage, no external power, and pump off alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. G) and heartmate 3 patient handbook (rev. G) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. In addition, it states do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Heartmate 3 instructions for use (rev. G) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.